Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0ee47, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that she felt the device was currently not working properly. It did in the beginning for several months but she was not sure if due to several falls she had possibly jarred the lead out of place. The patient could not afford it being surgically repaired again. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know when the issue started, the trouble shooting done related to the issue and the actions/ interventions taken to resolve it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was reported that the device was working fine since the revision in (B)(6) 2015. It was previously reported that the device was not working properly so the status of the device working after the revision is unclear.